Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The issue was due to a faulty cable and charge-coupled device (ccd) unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The user facility reported to olympus that during a procedure, there was no image while using the high definition autoclavable camera head. No patient harm was reported.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, it was determined this complaint/report is a duplicate of MFR report number # 010047 - 2021 - 05497.